Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to deploy the stent was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion located in the circumflex. After predilatation was performed, the 3.0x18 mm xience pro stent delivery system (sds) was advanced to the lesion and the sds balloon was inflated 2 times at 16 atmospheres for stent deployment; however, when the sds was being retrieved from the anatomy, it was observed that the stent implant was still on the balloon. A new xience pro sds was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.